Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided). The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer was not wearing pump to perform a system check with tandem technical support. Reportedly, the customer reverted to manual injections for insulin therapy.